Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e1 establishment name. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that the user withdrew the laser probe from channel without cooling down distal end and the suggested event may occur if distal end of laser probe contacts with scope cover while hot; however, a definitive root cause could not be identified. User can detect the suggested event by handling device in accordance with the following IFU. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User may prevent the suggested event by handling device in accordance with the following IFU. Operation manual_ operation_ using endotherapy accessories_ laser cauterization caution:allow the tip of the laser probe to cool down before pulling it from the channel. If the laser probe is withdrawn while hot, channel damage may occur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the plastic distal end cover was burnt. There were no reports of patient involvement.